Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain, causing difficulty walking") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required) with gait disturbance, pelvic pain ("pelvic pain"), menorrhagia ("severe haemorrhagic menstrual periods 20 days per month"), metrorrhagia ("intermenstrual bleeding"), renal pain ("pain in kidneys"), fatigue ("chronic fatigue"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and sinusitis ("sinusitis with taste of vanilla in mouth and yellowish discharge") with dysgeusia, paranasal sinus hypersecretion and purulent discharge. The patient will be treated with surgery (after numerous medical appointments, removal of inserts scheduled for (B)(6) 2017 with hysterectomy). Essure treatment was not changed. At the time of the report, the back pain, pelvic pain, menorrhagia, metrorrhagia, renal pain, fatigue, dizziness, dyspnoea and sinusitis outcome was unknown. The reporter provided no causality assessment for back pain, pelvic pain, menorrhagia, metrorrhagia, renal pain, fatigue, dizziness, dyspnoea and sinusitis with essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented lumbar pain, causing difficulty walking (seen as back pain). After numerous medical appointments, removal of inserts scheduled for (B)(6) 2017 with hysterectomy. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 24-mar-2017. The most recent information was received on 29-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain, causing difficulty walking") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required) with gait disturbance, pelvic pain ("pelvic pain"), menorrhagia ("severe haemorrhagic menstrual periods 20 days per month"), metrorrhagia ("intermenstrual bleeding"), renal pain ("pain in kidneys"), fatigue ("chronic fatigue"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and sinusitis ("sinusitis with taste of vanilla in mouth and yellowish discharge") with dysgeusia, paranasal sinus hypersecretion and purulent discharge. The patient will be treated with surgery (after numerous medical appointments, removal of inserts scheduled for (B)(6) 2017 with hysterectomy). Essure treatment was not changed. At the time of the report, the back pain, pelvic pain, menorrhagia, metrorrhagia, renal pain, fatigue, dizziness, dyspnoea and sinusitis outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, dyspnoea, fatigue, menorrhagia, metrorrhagia, pelvic pain, renal pain and sinusitis with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-may-2017 for the following meddra preferred term: back pain - analysis in the global safety database 275 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2017: quality safety evaluation of ptc company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.